Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.8, lab: 2.99. Therapeutic range: 2.0 to 3.0. When he did the meter test, he warmed his hand in washing room and then walked back to his car and did the test. His hand was not warm when he performed the test and he had to milk the finger.